Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite. The (rse) provided the customer with a quote for replacement. No additional info was provided whether there was sound or a speaker malfunction inoperative message occurred. The customer did confirm there was a defective speaker. After speaker replacement the device was returned to functional use with no further issues identified.